Manufacturer narrative:
3/10/2026, the consumer has not provided enough information to confirm the complaint. We have also reviewed previous complaints and have not identified a similar issue. This occurrence will be submitted to the FDA as a side of caution.

Event description:
On (B)(6) 2026, the consumer claims the device shattered. The incident happened while the consumer (family) was not in the room. It sounded like marbles hitting the floor. This was the first time the consumer used the device as it was just purchased.